Manufacturer narrative:
There were no other issues with any other tests for this sample. The customer repeated other samples tested for creatinine that were run before and after this sample and all of the results were reproducible. The reaction curve for the initial high result showed significant high absorbance and abnormal kinetics. No issues were identified during a review of the calibration, qc or alarm trace data. The investigation is ongoing.

Event description:
The initial reporter complained of a discrepant high result for 1 patient sample tested for crep2 creatinine plus ver.2 (crep2) on a cobas 8000 c 702 module. The initial result was 1079.2 umol/l. This result was questioned by the biochemist and the sample was repeated. The repeat result was 71.2umol/l. The crep2 reagent lot number was 606527. The expiration date was not provided.

Manufacturer narrative:
Precision and reagent carryover checks were within specification. As the customer has had no further issues, the investigation determined the event was consistent with a pre-analytical handling issue at the customer site.